Event description:
New information received notes, the lead was explanted and replaced. The patients condition is excellent after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow-up and externalized conductors were observed via diagnostic imaging. The patient will be monitored.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 27.7-29.7cm from the distal tip. The etfe coating was intact. External insulation abrasion was noted at 11.3-12.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.3-8.1cm, 7.3-7.8cm, and 8.7-9.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.9-6.6cm from the distal tip. The etfe coating was intact at these locations.